Event description:
It was reported that the patient developed infection due to battery site incision would not close. The physician believed the infection was no device related. The patient was prescribed antibiotics. The patient underwent an explant procedure and the explanted device components were not return as it was disposed per facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7082007/7082284.